Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from july 31, 2020 - august 03, 2020. H10: the device was received for evaluation containing 47ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to prime or flush. The device failed to prime with glucose prior to patient use. There was no patient involvement. No additional information is available.